Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection that began in the head area. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was administered antibiotics. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, adverse tissue reaction to implanted materials can occur, and infection is a risk associated with the surgical procedure and post-operative period and is a known inherent risk with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection that began in the head area. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was administered antibiotics. The patient was doing well post-operatively.